Event description:
During debridement of right distal forearm status post removal of cyst, tissue sent to pathology for analysis. Dense fibrinous debris attached to submitted tissue a localized tissue reaction to this led to exploration. Pt along with tissue reaction had some pain associated with it. Identified as cotton fibers (debris) these cotton fibers caused a reaction and were from the gauze used in or case 12/16. The aforementioned necessitated intervention to alleviate pt's condition. This is written follow up to the previous verbal report.